Event description:
It was reported the pt did not have stimulation coverage, and all contacts on the lead had high impedances. Follow up found the physician replaced the lead to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.